Manufacturer narrative:
Additional information was received that the patient elected to be explanted and was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having issues with the ipg and pain at the pocket site. The physician has recommended a revision.

Event description:
A report was received that the patient was having issues with the ipg and pain at the pocket site. The physician has recommended a revision.